Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It has been reported that the handle was not turning smoothly. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).this medwatch is being filed to relay additional information.

Event description:
It is reported that the event date is during (B)(6) 2020. The device was difficult to turn, blades were bend, and the handle is stiff. The event occurred during surgery. There was no harm or delay. There was no impact to the graft harvest. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the handle did not have any lubrication so was cleaned and lubricated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional information available.